Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6 )2014, product type: lead. Product ID: 977a26, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in their diaphragm. Post implant, the patient had good stimulation in legs, buttocks and back areas. Within a week of the implant, the patient started getting stimulated in her diaphragm. This stimulation took the patient's breath away. The device was reprogrammed at this time and stimulation was reestablished in the patient¿s legs again. As of (B)(6) 2014, the patient was again getting stimulation in her diaphragm. The patient was seen by a company representative that same day. The patient did not feel stimulation until it was at 5-6 v and then it was in the diaphragm. The voltage was kept at a lower volt and the leg was recaptured using the bottom of the lead on 2 electrodes as a bipole. It was stated that an xray showed that the right lead position had changed by 2 electrode lengths, which was stated to be a very minor change in lead positions. The leads were midline and the lateral view did not show any migration. The leads were ¿not in the gutter at all.¿ a cerebrospinal leak was considered by the physician, but there was no evidence this had occurred. Further programming was suggested, including decreasing the pulse width and possibly increasing the rate. It was further reported that the patient was seen again by a company representative on (B)(6) 2014, for reprogramming. After some efforts at reprogramming, stimulation was captured in the legs at a low pulse width and a higher rate. Since there was a higher rate, there was some concern the device wouldn¿t last as long. The patient was given 2 programs, with the intent that the patient would only use 1 program at a time and zero out the other program. The patient planned to meet with the company representative in a week. Additional information was requested, if received, a follow up report will be sent.